Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2137541. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd intima¿-ii y IV catheter the tubing clamp was discovered to be defective and could not be clamped. Device was replaced, there was no additional patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital due to a thyroid tumor, and an intravenous needle was required for postoperative intravenous infusion. Venipuncture was given at 09:00 on (B)(6), 2023. The integrity of the indwelling needle was checked before puncture. It was found that the small white clip of the indwelling needle could not be clamped, and then it was replaced.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd intima¿-ii y IV catheter the tubing clamp was discovered to be defective and could not be clamped. Device was replaced, there was no additional patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital due to a thyroid tumor, and an intravenous needle was required for postoperative intravenous infusion. Venipuncture was given at 09:00 on (B)(6) 2023. The integrity of the indwelling needle was checked before puncture. It was found that the small white clip of the indwelling needle could not be clamped, and then it was replaced.